Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with meropenem injection (1gm, ongoing, route, frequency and duration were not reported) and vancomycin injection (1 gm, ongoing, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient's pd catheter has been removed and the patient was switched to hemodialysis (twice a week). At the time of this report, the patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.